Event description:
It was reported the pump had no audio tone. Ran a self test and no tones were heard.

Manufacturer narrative:
No audio tone due to a broken transducer wire. Bolus stopped and alarmed during error test due to faulty battery tube. Unit passed seat/rewind and basic occlusion tests. No unexpected off no power alarms noted. All operating currents tested within specification range.